Event description:
3m¿ apc¿ flash-free victory series¿ low profile bracket were bonded using a 3m¿ digital bonding tray. The patient developed hives/welts on the face, neck, and torso after the brackets were placed. Patient was prescribed claritin and prednisone. After ten days, the braces were removed due to patient concern of possible worsening of the symptoms when no longer taking medications prescribed. Patient indicated she gets sore/irritated from cheap earrings and costume jewelry. Due to the broad nature of the hives, the reporter did not think the hives were due to gloves or other products.

Manufacturer narrative:
No lot number was provided, and no samples were returned for analysis; therefore, cause could not be determined. This product contains nickel and/or chromium. Medical history includes irritation from jewelry. A small percentage of the population is known to be allergic to nickel and/or chromium. Solventum will continue to monitor.